Event description:
It was reported that the right ventricular lead thresholds were elevated and that the insulation was filled with brown milky fluid. Suspicious of possible infection. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer tubing overlay breached cut. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay cosmetic environmental stress cracking, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, the helix disengaged from the helical channel and there was a tip seal observation.

Event description:
It was reported that the right ventricular thresholds were elevated and that the insulation was filled with brown milky fluid. Suspicious of possible infection. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.